Event description:
It was reported that the intellivue multi-measurement module x3 needed a replacement speaker assembly. No further information (like if there was still sound coming from the device) was made available at the time the reporting decision was due. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Reporter institution phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue multi-measurement module x3 displayed a speaker malf. Inop and there was only intermittently sound coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.